Event description:
Three months ago, the patient was in the pacemaker clinic for a device check. It is documented that the patient was in complete heart block and pacemaker dependent and the estimated longevity was 1 month. One month later, the patient had their monthly telephone check. The following month, the patient had another telephonic device check that noted the magnet rate was appropriate and indicated that the pacemaker had not reached elective replacement indicator (eri). Two weeks after the check, the patient developed shortness of breath with a productive cough and was admitted to an outside facility. At that time, the patient was diagnosed with and treated for congestive heart failure (chf) and pneumonia. The patient was in the hospital for a week and a half and two days after discharge, the patient presented to the ed with complaints of periumbilical and right flank bruising. A CT showed did not show evidence of retroperitoneal bleed. Later that day, the patient was seen, as previously scheduled, by the cardiologist, who noted patient's heart rate of 65 and referred the patient to pacemaker clinic. At that time, it was noted that the crt-p had defaulted to right ventricular pacing mode one day after the previous device check. The patient was admitted and taken to the electrophysiology lab for adjustment of their crt-p to biventricular pacing. Two days later the patient underwent a device change and was discharged the following day.====================== health professional's impression======================the patient's crt-p was programmed in dddr (dual-chamber paced, dual-chamber sensed, dual response, rate modulated) mode with biventricular pacing. However, the default behavior once it should reach the eri was to change to a right ventricular pacing mode. Despite following his device closely, on a monthly basis, we missed the time that he went into eri by one day, and he promptly went into acute heart failure. It is well known that right ventricular pacing can worsen heart failure. It is clear that there is a temporal association between the patient's worsening symptoms and hospitalization and the change in pacing configuration to right ventricular pacing only. It is physician's opinion that the default pacing behavior is dangerous and clearly led to patient morbidity and could possibly have led to mortality. We need to investigate how we can alter all such devices to have a pacing behavior at eri that does not compromise the patient's heart failure condition.